Event description:
It was reported by the physician's office that the patient was scheduled to have their device explanted. During follow-up for the reason of explant, it was indicated that the device was being removed due to discomfort/pain at the generator site and felt like the generator was moving. It was stated that the device has been disabled for 7 years. Medical records of the patient were received from the time of implant in which it was not indicated that a suture was used to secure the generator in place. No surgical intervention has been reported to date. No additional relevant information has been received to date.